Event description:
It was reported that during a follow up visit, thresholds on the lead had increased. At the lead revision, the helix could not be retracted after approximately twenty-one turns following a repositioning attempt. The helix eventually retracted and the lead was placed with good measurements. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.